Event description:
A journal article was received titled: the outcome of surgically treated femur fractures associated with long-term bisphosphonate use. Journal of trauma injury, infection, and critical care 2011 jul; 71(1) :186-190. Authors: yoram a. Weil, md, gurion rivkin, md, ori safran, md, meir liebergall, md, and a. Joseph foldes, md. It was reported: a study between the years 2005 and 2009, 17 femoral fractures patients were treated and 15 consecutive osteoporotic patients previously treated with bisphosphonate. The study describes the outcome of surgically treated femur fractures associated in these patients and provide clinical information about these uncommon fractures. Reportedly, nine femoral shaft fractures were treated with antegrade,locked, reamed intramedullary (im) nails. It was noted that seven patients underwent revision surgery but it is not clear in the article which patients had the surgery. No further information is available. This report is for an unknown screw. It is not known if synthes products were used. This is 2 of 2 reports for the same event for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2011 jul; 71(1): 186 -190. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.